Manufacturer narrative:
(B)(4). B1: report type ¿ additional. B2: outcomes attributed to adverse event ¿ additional. B3: event date ¿ correction. B5: describe event or problem ¿ correction/additional. B6: relevant tests/laboratory data, including dates ¿ additional. E4: initial reporter also sent the report to FDA ¿ additional (dexcom received maude report on (B)(6)2020) h1: type of reportable event ¿ correction. H2: correction/additional information. H6: patient codes ¿ correction. Voluntary medwatch report number (B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the abdomen. The patient stated that upon removal of the sensor pod, the sensor wire detached. He stated the sensor wire was sticking out of the abdomen, he tried to remove it, and it was gone. He went to the emergency room (ER) and an x-ray revealed a portion of the wire, and it was removed by a healthcare personnel (hcp) using an unspecified method. At the time of contact, the patient was doing good. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.